Event description:
It was reported that the patient's 11x152mm bowed segmental stem fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: one male-female midsection and one segmental stem. The patient's 11x152mm canal-filling bowed segmental stem was revised to a 12x120mm canal-filling straight segmental stem. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this complaint. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient's 11x152mm bowed segmental stem fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: one male-female midsection and segmental stem. No additional information regarding this adverse event has been reported.